Event description:
The customer reported that the paramedics were called due to her low blood glucose. The blood glucose reading was not reported. It was stated that initially the customer called to report sensor errors. While testing the insulin pump, the customer began to show signs of low blood glucose and she was uncooperative. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.